Event description:
The patient used the suspect device to check their blood glucose and obtained a result of 128 mg/dl. They then became disoriented and lost feeling to the left side of their body. Paramedics were called and they tested patient's glucose at 34 mg/dl. The emts administered a glucose IV. Controls were not used on the system. The suspect device was replaced with a new product and then authorized for return to the manufacturer for evaluation.